Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that after cardiopulmonary bypass surgery, the shunt sensor leaked at the end of the case. The surgery was completed successfully without incident. There was no reported pt injury.